Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, creases fold and opening curved on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported an unknown side "there was a hole in the implant." Device status is unknown.